Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this pt was emergently implanted with a gore excluder aaa endoprosthesis to treat a ruptured abdominal aortic aneurysm. Although a final angiogram revealed a proximal type I endoleak, the physician decided to monitor the pt and completed the procedure. The cause of the endoleak was attributed to extreme tortuousity and short proximal landing zone. On (B)(6) 2013, three month follow-up image revealed that the proximal type 1 endoleak persisted and was associated with aneurysm enlargement of more than 5mm. On (B)(6) 2013, an additional procedure was undertaken to repair the persistent endoleak. A stent graft of another MFR (endurant, aortic extension, 23mmx49mm) was implanted. The endoleak was resolved and the pt tolerated the procedure.